Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/vtest, excessive no delivery test and displacement accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No unexpected restart alarm or unexpected pump history reset noted during testing. Device passed back light check. No back light anomaly noted. Device was monitored for 1 day. No unexpected battery power loss anomaly or blank display noted. The motor functions properly during testing. No unexpected motor grinding noise anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. However, device had intermittent failed battery test alarm after the test battery was removed and reinserted due to corroded battery tube. Device had intermittent button response on the up arrow, down arrow and act buttons due to moisture damage on the keypad traces. No button error alarm noted. Device was received without the original battery cap. Unable to verify damage to the battery cap. Device had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had a keypad anomaly. The up arrow button was sticking. They lost the basal settings. The motor was grinding during rewind. They had to reset the date and time. Customer's blood glucose level was not reported. The device was returned.